Event description:
Allegedly, packaging and content didn't match... Inside the 36mm medium head packaging, was an 28mm small head as content. We opened another one (pha04416 with lot 1920149) for this surgery, which was right labeled and packed. This event has been a trigger for the creation of a dpra. Due to this dpra it is considered that this incident should be a reportable event.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.